Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause could be due to no irrigation eye or poor irrigation eye created during eye burning process. A review of the device labeling has been conducted for investigation purposed. The IFU is attached in the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections made to tab(s) f and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Patient said experienced leaks and the foley clogged and stopped draining soon after putting it on. No medical intervention or patient impact reported. No additional information provided. Per additional information received via phone on 30dec2025, it was reported that the catheter seemed to be defective because it was clogged and would not allow urine to pass. A replacement was sent to the customer, and the defective catheter was discarded. Therefore, no sample is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced leaks and the foley clogged and stopped draining soon after putting it on. No medical intervention or patient impact reported. No additional information provided.